Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient reporting that the circumstances that led to the device not working was that they were using a magnetic pressure wrap for their sciatic nerve on the same side as the device. The patient reported the steps taken to resolve were that what they called, they were walked through it and they wanted to make sure the device was still working. The patient noted they were able to make adjustments to get the device working again. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for gastrointestinal /pelvic floor therapy. It was reported the patient stated this "thing isn't working" when referring to the implant, the patient said that last night she got up every 2 hours. The patient inquired whether she could adjust stim for herself and patient services offered to walk the patient through the steps but the patient stated they would review their manual and call back if they had questions. No further complications were reported or are anticipated.